Event description:
Customer reports back to back testing with a lab instrument and the compact plus system with results of: 330mg/dl at the lab to 150mg/dl on customer's meter, 296mg/dl to 135mg/dl on customer's meter. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.